Manufacturer narrative:
F10 health effect, clinical code: code e2402 utilized; appropriate term ¿migration¿ is not available. Livanova USA, inc. Submits this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation, based on information that livanova has obtained, but may not have been able to investigate or verify prior to the date the report was required by the FDA. This report does not constitute an admission, or a conclusion by FDA or anyone else, that the device, livanova, or livanova's employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects¿ or "malfunctions¿. These words are incorporated into the FDA 3500a medwatch form by the FDA, and livanova objects to their use.

Event description:
It was reported that patient went to the chiropractor and her lead became dislodged and is causing pain and sensitivity in the neck. The physician believes that lead has detached from nerve. Device history records were reviewed and the lead was seen to pass all functional and quality testing prior to distribution. No known relevant surgical intervention has occurred to date. No other relevant information has been received to date.

Manufacturer narrative:
E1: fax#, corrected data: the fax number provided was not in the correct format. E3: occupations, corrected data: the occupation should have been marked as physician. F10: medical device code, corrected data: the initial reporter accidentally left off a relevant code. F10: component code, corrected data: the initial reporter accidentally left off a relevant code. H6: investigation findings, corrected data: the initial reporter accidentally left off a relevant code.

Event description:
The physician later responded that the believed cause of the pain is due to the lead detachment and the that the lead detachment is due to the chiropractor visit. The patient later had full revision surgery. The reported reason was high impedance/lead fracture. The device has not been returned to date.